Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system experienced early termination when spinning. However, the site said that the images were still "good" and that they got what they needed off of it. This spin was the last for the case, so the surgeon was able to complete the case. The site said that this may have been due to user error. The site said that when they opened the gantry from around the patient, the image acquisition system (ias) jumped around. The gantry would not open and close the gantry smoothly, and it didn't operate as fast as it usually does. There was conflicting information on if there was a delay of less than one hour or no delay. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: bi71000442 (lot: unknown) h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the issue was able to be duplicated. The logs showed an error with the gantry rotor motor control. The manufacturing representative (rep) reseated connections for this motor and the error had gone away, and 3d spins were completed as expected. Codes b01, c07 and d02 are applicable to this analysis.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.